Event description:
The customer reported back-to-back blood glucose results of 401mg/dl, 76mg/dl, 133mg/dl and 94mg/dl on the accu-chek aviva system within a 10 minute timeframe. The customer also reported back-to-back results of 133mg/dl, 94mg/dl, 81mg/dl and 72mg/dl within 10 minutes, with the 133mg/dl and 94mg/dl results common to both comparison. The reporter felt shaky, clammy with blurred vision. She drank juice after obtaining the back-to-back results and felt better after treatment. No adverse event reported. New system sent to customer and return requested.